Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a patient. The customer reported the patient was being transported using an e-cylinder oxygen tank as an oxygen supply source. The customer reported there was no patient harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. The level of oxygen in the e-cylinder oxygen tank at the time of the reported problem is unknown. Final testing was completed and the unit passed all tests to specifications.